Manufacturer narrative:
(B)(4). Date sent 7/8/2025 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bowel case today, the surgeon had difficulty removing the stapler from the small bowel after firing and experienced a leak. The stapler did not fire all staples as there was a staple at the distal end that only partially came through the reload deck after firing and was sticking and catching on the bowel during removal. The surgeon revised the staple line using an ec60a stapler and 2 or 3 blue reloads and oversewed with sutures. No patient consequences today. Revised the staple line with an ec60a stapler and gst60b reloads. Oversewed with sutures.

Manufacturer narrative:
(B)(4). Date sent 8/5/2025. D4 batch #467d15. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired with the swing tab in lock position. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although it could not be determine the cause of the reported incident, proper usage of the linear cutters - conventional is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 467d15, and no non-conformances were identified.